Manufacturer narrative:
Additional information received: the adjudication minutes were received and reviewed. The adjudication minutes received agreed with the previously reported diagnosis of a stroke. This event was clarified as being an embolic stroke. The current code of ischemic stroke will be changed to embolic stroke to better reflect actual etiology. In addition it was reported that the patient developed hypoperfusion likely due to marked recoil in the proximal portion of the artery. A thrombectomy device was utilized to remove the blood column responsible for the sluggish flow. Thus: hypoperfusion; thrombosis in device; and arterial spasm will be added as reportable adverse events for both precise stents: the 8 x 40 and the 8 x 20 stents. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2010-00325, # 9616099-2010-00326, and #9610978-2010-00091.

Event description:
The report received from the (B) (4) study indicated that the patient was enrolled in the study and experienced an ischemic stroke after the study index procedure. The onset of symptoms was gradual and was characterized by: left hemiparesis/hemineglect, behavioral change, and (both) visual filed loss. The recovery was partial, with major residual and left babinski present. The event was reported to be related to the study procedure and was not related to a cordis product or the patient¿s anticoagulation. The patient had two (2) precise stents implanted in the right internal carotid artery (rica) target lesion during the study index procedure in overlapping fashion: an 8 x 20 and an 8 x 40. The patient was noted to have a type b dissection after pre-dilation with an unknown balloon catheter. The final dissection grade was 0. The patient was discharged five days after the procedure. Attempts to obtain additional information have been unsuccessful. The patient was asymptomatic for the index procedure. The rica target lesion was reported to be: a 95% stenosis, 39 mm length, 5 mm reference diameter, mildly calcified, and mildly tortuous. A 7 mm angioguard embolic protection device was used for the procedure. The residual stenosis was 15%.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure on (B)(6) 2010. According to the complainant, upon extending the snare, the physician noted that the snare loop was broken. No components or pieces of the device fell into the patient. The procedure was completed by using another sensation jumbo oval snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The report received from the (B)(4) study indicated that this patient had two overlapping precise stents implanted in the right internal carotid artery (ica) and had an ischemic stroke after the index procedure. Onset was sudden with partial recovery with major residual. Additional information obtained indicated that a type b dissection with leak was noted after predilation with an aviator balloon catheter. At baseline the (B)(6) male was asymptomatic with a medical history of hyperlipidemia, CABG, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, and hypertension. (B)(6) and stroke score were 0. The ostial right ica target lesion was reported to be a 95% stenosis, 39 mm in length, with a 5 mm reference diameter, mildly calcified, and mildly tortuous with no thrombus. A 7 mm angioguard embolic protection device was used for the procedure and was successfully deployed and retrieved without technical problems or associated major adverse events. The lesion was predilated was pre-dilated with a 5x40 aviator balloon catheter at unknown atmospheres. It was reported that the lesion was resistant to angioplasty. The resultant type b dissection was not flow-limiting but a (vessel) leak was noted. An 8x40 precise pro rx and 8x20 precise pro rx were implanted in an overlapping fashion. It was indicated that the first precise was implanted at the target lesion with no stent malfunction or associated major adverse event and that the second precise was implanted at the target lesion for treatment of the target lesion and overlapping stent with no stent malfunction or associated major adverse event. In addition, it was reported that the second precise stent was not implanted as a bailout. There were no neurological deficits when the patient left the angiography suite. It was indicated that the patient had a neurological event on the same day as the procedure. The onset of symptoms was gradual and was characterized by left hemiparesis/hemineglect, behavioral change, and (both) visual filed loss. The recovery was partial, with major residual and left babinski present. The event was reported to be related to the study procedure and not related to a cordis product or the patient's anticoagulation. (B)(6) stroke scale score was documented as 16 and stroke score 4. Antiplatelet therapy included pre, intra and post procedure and discharge clopidogrel as well as pre and post procedure and discharge aspirin. Five days after the procedure, the patient was discharged to a rehabilitation facility and then discharged home. No additional information is available. (B)(4): the product was not returned for inspection. A review of the manufacturing documentation associated with precise lot 15004295 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15004295 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential adverse event associated with the carotid stent implantation procedure. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Review of the information suggests that vessel / lesion characteristics and procedural factors may have contributed to the reported event. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event; therefore, no corrective actions will be taken. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2010-00325, # 9616099-2010-00326, and #9610978-2010-00091.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15004295 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Four (4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2010-00325 and # 9616099-2010-00326.

Manufacturer narrative:
The report received from the (B)(4) study indicated that this patient had two overlapping precise stents implanted in the right internal carotid artery (ica) and had an ischemic stroke after the index procedure. Onset was sudden with partial recovery with major residual. Additional information obtained indicated that a type b dissection with leak was noted after predilation with an aviator balloon catheter. Subsequently adjudication minutes received agreed with the previously reported diagnosis of a stroke. This event was clarified as being an embolic stroke with the file being updated to better reflect the actual etiology. In addition it was reported that the patient developed hypoperfusion likely due to marked recoil in the proximal portion of the artery. A thrombectomy device was utilized to remove the blood column responsible for the sluggish flow. At baseline, the (B)(6) male was asymptomatic with a medical history of hyperlipidemia, CABG, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, and hypertension. Nih and stroke score were 0. The ostial right ica target lesion was reported to be a 95% stenosis, 39 mm in length, with a 5 mm reference diameter, mildly calcified, and mildly tortuous with no thrombus. A 7 mm angioguard embolic protection device was used for the procedure and was successfully deployed and retrieved without technical problems or associated major adverse events. The lesion was predilated was pre-dilated with a 5x40 aviator balloon catheter at unknown atmospheres. It was reported that the lesion was resistant to angioplasty. The resultant type b dissection was not flow-limiting but a (vessel) leak was noted. An 8x40 precise pro rx and 8x20 precise pro rx were implanted in an overlapping fashion. It was indicated that the first precise was implanted at the target lesion with no stent malfunction or associated major adverse event and that the second precise was implanted at the target lesion for treatment of the target lesion and overlapping stent with no stent malfunction or associated major adverse event. In addition it was reported that the second precise stent was not implanted as a bailout. There were no neurological deficits when the patient left the angiography suite. It was indicated that the patient had a neurological event on the same day as the procedure. The onset of symptoms was gradual and was characterized by left hemiparesis/hemineglect, behavioral change, and (both) visual filed loss. The recovery was partial, with major residual and left babinski present. The event was reported to be related to the study procedure and not related to a cordis product or the patient's anticoagulation. Nih stroke scale score was documented as 16 and stroke score 4. Antiplatelet therapy included pre, intra and post procedure and discharge clopidogrel as well as pre and post procedure and discharge aspirin. Five days after the procedure, the patient was discharged to a rehabilitation facility and then discharged home. No additional information is available. The products were not returned for inspection. (B)(4): a review of the manufacturing documentation associated with precise lot 15004295 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15004295 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional DHR review for the stent by (B)(4) was completed and the results indicate that the stent shipped meets specified release requirements. Intra-procedural hypoperfusion, which is a known possible adverse event as outlined in the IFU, was reported as likely due to marked recoil at the proximal portion of the treated vessel. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel as a result of direct physical irritation of the endothelium, is a commonly recognized adverse event that may complicate an endovascular procedure by limiting distal blood flow. Removal of the blood column responsible for the sluggish flow was accomplished with a thrombectomy device. It was further reported that the patient had a post procedure embolic stroke which is a known potential adverse event associated with the carotid stent implantation procedure. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Review of the information suggests that patient factors, vessel/lesion characteristics, and procedural factors appear to have contributed to these events. With review of the available information there is no indication of any device performance issues related to the events; therefore, no corrective actions will be taken. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2010-00325, # 9616099-2010-00326, and #9610978-2010-00091.

Manufacturer narrative:
Additional information obtained indicated the following: the lesion was pre-dilated with a cordis aviator 5 x 40 balloon catheter-atm unknown. The resultant type b dissection was not flow-limiting but a (vessel) leak was noted. A second precise stent was implanted, but not as a bail-out. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2010-00325, # 9616099-2010-00326, and # 9610978-2010-00091.